Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one, unknown guide sleeve. Part and lot numbers were not provided by reporter. Device is an instrument and is not implanted/explanted. The complaint device is expected to be returned to synthes for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(6) reported an event in (B)(6) as follows: it was reported that during surgery after unlocking the coupling screw, the guide sleeve was stuck into the aiming arm and could not be separated. In addition, after unlocking the locking device the aiming device for the blade could not be separated from the aiming arm. The surgery was prolonged approximately 30 minutes due to the reported events. This report is for one, unknown guide sleeve. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.